Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 5 months (calculated from the date that the system controller was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after upgrading the patient¿s backup system controller, it was put into primary position in order to upgrade the software of the patient¿s primary system controller. Upon driveline insertion, the pump did not start. The patient was returned to the original primary system controller. An additional attempt was made with same result. No clinical symptoms were reported and there was no adverse impact to the patient reported as a result of this event. The system controller was replaced without issue.

Manufacturer narrative:
The reported event of the pump not starting upon inserting the driveline was unable to be confirmed during the investigation of the returned system controller, serial number (B)(4). The log file captured the initialization of the system controller on (B)(6) 2015, after about 30 minutes the controller was powered down. A driveline was reconnected on (B)(6) 2017 at 12:42pm and the system controller was connected to battery power. The next event occurred 14 seconds later, the speed was captured at 8,040 rpm and appeared to be dropping as a result of the driveline being disconnected which was captured in the next event a second later. The lack of events between the connection and disconnection of the driveline suggest that the system controller was operating the pump as expected. The system controller was powered down at 12:43pm. The returned system controller was functionally tested and found to operate as intended during analysis. The returned controller was operating on the new software version (7.29) as expected, no issues related to the software upgrade were identified. The system controller was connected to several different test hmii pumps without difficulty and the controller began operating the pump as expected in each instance. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.